Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous circumflex artery. A bsc stent was successfully deployed across the obtuse marginal side branch and post stent dilation was performed. A 2.50x16mm promus premier¿ drug-eluting was then advanced through the side branch of the first implanted stent. However, it could not be advanced. A guide extension catheter was also used. The physician then decided to withdraw the 2.50x16mm promus premier¿ and as the stent was being pulled back into the guide catheter, it became hooked on to the first stent and dislodged from the stent delivery system. The physician attempted to snare the second stent but was unsuccessful. Another stent was advanced to dilate the dislodged stent against the wall in the lesion segment and the procedure was completed. No patient complications were reported and the patient's status was fine.